Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary - outer insulation breached. Full lead returned and analyzed. Additional analyst comment - clavicle rib crush of the exposed svc coil caused fractured fragments and they pierced the distal conductor lumen which would contribute to electrical issues reported.